Event description:
It was reported that intermittent minimum fill notifications occurred after filling insulin into the cartridge. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.